Event description:
It was reported that the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system on (B)(6) 2026. That evening, while the patient was still hospitalized, they received an inappropriate shock due to sensing of air bubble artifacts. On april 2, 2026, testing confirmed the presence of an air bubble, and the therapy was temporarily switched off. It was planned to perform x-ray and any additional needed testing to monitor whether the air was being reabsorbed, after which the therapy was to be re-activated. The s-ICD remains implanted.